Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that interrogation of the device showed non-sustained episodes of vf. The patient did not receive hv therapy. Review of the egms revealed noise indicative of a lead problem. The vf intervals were reprogrammed; however, the issue was not resolved.

Manufacturer narrative:
Na